Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked from the catheter on the 3rd day of placement. It was later reported from the international business center via email on (B)(6) 2018 that according to the sales rep, the leak point was unknown.

Event description:
It was reported that urine leaked from the catheter on the 3rd day of placement. It was later reported from the international business center via email on (B)(6)2018 that according to the sales rep, the leak point was unknown.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The visual inspection noted no abnormalities on the returned catheter. Per functional testing, water was introduced into the catheter and no leakage was noted from the catheter. How and when event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver-containing catheter"